Manufacturer narrative:
The device was returned and the evaluation states that the joystick had an inductive failure.

Event description:
Chair will intermittently when giving the forward command, the chair would go into reverse.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Chair will intermittently when giving the forward command, the chair would go into reverse.